Manufacturer narrative:
(B)(4). Concomitant medical product- vanguard xp tibial tray catalog# 195248 lot# 373010; vanguard xp tibial bearing rl catalog# 195332 lot# 514930; vanguard xp tibial bearing rm catalog# 195402 lot# 575570; biomet series a thin patella catalog# 184784 lot# 770050. The device was not returned for evaluation due to unknown location. Review of the device history record (DHR) was performed and no deviations or anomalies were identified. Review of the complaint history identified an additional complaint associated with the part (catalog) number; lot number remains unknown. Without an opportunity to examine the device, the root cause could not be determined and the event could not be confirmed. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Associated risk table lists "excessive/inadequate component rom¿. Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Information was received based on a review of clinical study, (B)(6) early clinical evaluation clinical study (B)(6). A female patient was identified in the study that the patient underwent right knee surgery on (B)(6) 2013. As part of the study questions regarding the components and instruments used intraoperatively, it was reported that there was an impingement on the femoral implant. Further details of the impingement were not provided. No further information was provided and the patient's outcome is unknown. Attempts to obtain further information were performed, yet no additional information was provided.